Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/4/2015. The fse found the vacuum line for the differential waste chamber was clogged. The fse cleared the clog, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a blue leak from the coulter lh 750 hematology analyzer. The instrument was failing hemoglobin and hematocrit (h and h) check when the leak was noticed. The volume of the leak was about half a litre and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.